Manufacturer narrative:
Concomitant products: a2dr01 ipg, implanted (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had rising to high impedance and rising thresholds. It was also reported that a polarity switch occurred. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory also indicated the impedance on the rv pacing lead was rising and beyond the expected upper range.

Event description:
It was further reported that the lead had fractured.